Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified connection of the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.